Event description:
MRI of the right shoulder. Patient returned to the facility the following day with second degree burns to the anterior and posterior aspect of the right shoulder. The patient was imaged with a patient gown and no direct contact with the shoulder coil occurred. Patient was seen in the ER and released with no further issues.